Event description:
Additional information later indicated that the pump was replaced on (B)(6) 2014. At the follow-up appointment on (B)(6) 2014, the incisions were intact and well healed.

Event description:
It was reported that the pump fell out of the pouch. The patient stated ¿it looks like I am 10 months pregnant¿. It was noted that the patient was to have the pump replaced in (B)(6) 2014 due to normal battery depletion. The device system currently delivered dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8 590-1, lot# n113865, implanted: (B)(6) 2007, product type: accessory. (B)(4).